Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit50cm.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
It should have been (B)(6) 2017.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing additional mid back pain unrelated to the replacement procedure. It was also reported that the physician decided to revise the existing scs system and place a lead higher in her spine to optimize therapy. The patient underwent a full scs system replacement due to the need for a lead. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure for an unknown reason.